Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was a relationship found between the returned device and the reported incident. A functional evaluation was performed and the mdu failed with a hand piece sensor fault. Cause of fault is a defective hall board. The complaint investigation has concluded that the cause of the hand piece sensor fault is a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the motor drive unit was noisy. It is unknown whether the event happened during surgery and if there was patient involvement. Preliminary results of investigation have concluded that this unit had a handpiece sensor fault which makes it a reportable event.